Event description:
It was reported that prior to implant the helix of the lead was exercised and found that the helix would only partially extend, and then would not retract. The lead was not used and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.